Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was burst when 8ml normal saline was injected before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? ---pre-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. The device returned had a burst in the balloon. A burst can occur if the balloon is over filled or if the balloon is compromised before inflation. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4)